Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer were hospitalized in the ICU four times because of kinked infusion set cannulas and other insulin delivery issues. Hospitalization details were not provided, including hospitalization dates, duration, and treatment. Customer declined to provide their blood glucose reading. The insulin pump will not be returned for analysis. Frn-unk-rsvr unomed set.